Event description:
It was reported that the burr rotational speed was unstable during the procedure. A severely calcified lesion was being treated using a rotapro 1.75mm. During the procedure the physician had set the device to 180,000 rpms, however it was noted that the speed was rising to 185,000 rpms. The device was then replaced with another rotapro 1.75mm and the procedure was completed successfully. No patient complications resulted due to this event.